Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/9/2024. One device was returned for evaluation. Visual inspection revealed the device in used condition. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The most probable cause was determined to be the expulsor out of specification. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed accuracy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.